Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. Customer's blood glucose level was 400 mg/dl at the hospital but her meter kept reading over 600 mg/dl. Customer has been in the hospital for the last 2-3 days. Customer stated that she kept bolusing several times but her blood glucose level stayed over 600 mg/dl. Customer had to call the paramedics and she was home alone. Customer is currently in the hospital. Customer did not want to troubleshoot and stated that her pump was broken. Customer's last blood glucose level was 45 mg/dl. Customer is treating for it. Customer had a back-up plan, but did not have to use it. Customer was vomiting and could hardly walk. Customer was not in an accident. Customer was also dehydrated and does not know if she went into diabetic ketoacidosis or had ketones. Customer was wearing the pump at the time of the 911 call. Customer has not tried to change out the set. Customer has 14 days to return the pump. No further assistance needed.